Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Blood glucose level was affected, showing as "high," but the specific value was unknown. The customer administered a correction injection via multiple daily injections (mdi) and did not require third-party assistance. The customer reverted to an alternate method of insulin therapy.